Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. The reported blood glucose reading was too high to register on her glucometer. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer uses silhouette infusion sets. The customer was not feeling well during the phone call and stated that she is going to be taken to the hospital. Nothing further was reported.